Event description:
The customer reported that the device was activated on (B)(6) 2012 and was fine for the first two days. On (B)(6) 2012 at 8:30 am, her blood glucose measured 56 mg/dl, but climbed to 208 mg/dl by 10:47 am, so she took a 5.10 unit bolus dose of insulin. At 12:13 pm with a bg result of 313 mg/dl she administered another 8.75 unit bolus. By 2:57 pm her bg was 449 mg/dl, so she removed the device. When looked at the cannula it was not inserted in the infusion site.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No malfunction or manufacturing defect that would have contributed to reported hyperglycemia was found. When removing the device, the customer observed that the cannula was not inserted in the infusion site. The condition would interrupt insulin delivery and contribute to high blood glucose; it cannot be confirmed by laboratory eval. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."